Event description:
It was reported that the customer experienced elevated blood glucose (bg) of 467mg/dl and loss of consciousness/passed out and fell to ground; cause was unknown. Elevated bg was addressed via manual injection. Customer recieved assistance from emergency medical services (ems) and husband by checking bg and assistance getting up off of the ground, no injury was sustained. Customer was instructed to contact tandem technical support when elevated bg is occurring so troubleshooting can be conducted and to consult with their healthcare provider.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.